Event description:
Entered room for alarming pump to find the IV tubing loading area opened, reset the tube release to closed, turned pump off and then on, but it continued to alarm and reset itself to the open position. The patient was receiving dextrose 5% .45 normal saline w/ 20 kcl at 60 ml/hr. Volume infused checked - no additional fluid was infused.